Event description:
A report of overinfusion was received in association with the use of an infusion pump. Reportedly, at 2200 on 8/13/1999 the pump was set up with heparin 25,000u/500ml at a rate of 18ml/hr. Reportedly, at 0430 the heparin bag was found empty. According to the clinician, the charge nurse viewed the set up and saw nothing unusual about the set up and the pump was reported to be set at a rate of 18ml/hr at the time the charge nurse viewed it. According to the clinician, and activated partial thromboplastin time was drawn at that time and the result was >150. The heparin was held for 4 hours then restarted. According to the clinician, there was no adverse effect or pt injury associated with this report.